Event description:
After cardiac catheterization, mynx closure device used for hemostasis via placement through the right femoral artery. Approximately one hour later, pt¿s right foot became pulseless. Subsequently required surgical intervention for embolectomy. Pt did well postoperatively without further complications and was discharged (B)(6) 2012. (B)(6) medical.